Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. The patient was experiencing pocket stimulation and had a low heart rate. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing, which resulted in an inappropriate mode switch, and the right ventricular (rv) lead exhibited low pacing impedance. The physician suspected that the pocket stimulation might have been due to an insulation breach of the rv lead. Prior to the procedure, it was determined that the pocket stimulation was caused by rv pacing, and this was confirmed during the procedure. During the procedure, no insulation breach was observed upon visual inspection. No programming changes or interventions were reported on the ra lead. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been: "it was reported that the patient presented for a follow-up visit at the clinic. The patient was experiencing pocket stimulation. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing, which resulted in an inappropriate mode switch, and the right ventricular (rv) lead exhibited low pacing impedance. The physician suspected that the pocket stimulation might have been due to an insulation breach of the rv lead. Prior to the procedure, it was determined that the pocket stimulation was caused by rv pacing, and this was confirmed during the procedure. During the procedure, no insulation breach was observed upon visual inspection. No programming changes or interventions were reported on the ra lead. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition." Rather than "it was reported that the patient presented for a follow-up visit at the clinic. The patient was experiencing pocket stimulation and had a low heart rate. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing, which resulted in an inappropriate mode switch, and the right ventricular (rv) lead exhibited low pacing impedance. The physician suspected that the pocket stimulation might have been due to an insulation breach of the rv lead. Prior to the procedure, it was determined that the pocket stimulation was caused by rv pacing, and this was confirmed during the procedure. During the procedure, no insulation breach was observed upon visual inspection. No programming changes or interventions were reported on the ra lead. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.¿ the correct clinical code should have been ¿discomfort¿ only, rather than both ¿discomfort¿ and ¿arrhythmia¿.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. The patient was experiencing pocket stimulation. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing, which resulted in an inappropriate mode switch, and the right ventricular (rv) lead exhibited low pacing impedance. The physician suspected that the pocket stimulation might have been due to an insulation breach of the rv lead. Prior to the procedure, it was determined that the pocket stimulation was caused by rv pacing, and this was confirmed during the procedure. During the procedure, no insulation breach was observed upon visual inspection. No programming changes or interventions were reported on the ra lead. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.